Event description:
The customer observed higher than expected vitros tsh results predicted from a single patient sample and two different levels of quality control fluids processed on a vitros eci immunodiagnostic system. Patient: 9.55, 7.43 miu/l vs. 1.979 miu/l. Biorad control level 1: 1.120 miu/l vs. 0.82 miu/l. Biorad control level 2: 3.984 miu/l vs. 5.60 miu/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The falsely elevated vitros tsh patient result was reported from the laboratory, however, the result was questioned by the physician prior to any action being was taken. The customer did not indicate if a corrected report was issued for the patient. There was no allegation of patient harm resulting from the action taken. This report is number two of two 3500a forms filed for this event, as two devices were affected. (B)(4).

Manufacturer narrative:
The investigation determined that higher than expected vitros tsh results were predicted from a single patient sample and two different levels of quality control fluids processed on a vitros eci immunodiagnostic system. A definitive root cause for the event could not be determined. Concerning the patient sample, an unknown sample interferent cannot be ruled out. Concerning the biorad control fluids, pre-analytical sample mix-up, cross contamination of samples, or improper sample preparation cannot be ruled out. There was no indication the vitros eci malfunctioned.